Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Gel bleed: unable observe gel bleed on the device. Additional observations: observed deformation on the device. Creases observed on the device. Cloudy observed in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported unknown side "pain", "no damage to the shell, but the gel is oozing out", "bleeding" the device has been explanted.

Event description:
Healthcare professional reported unknown side "pain", "no damage to the shell, but the gel is oozing out", "bleeding" the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "gel is oozing out", "bleeding".